Event description:
It was reported during ongoing use, the device was showing premature battery depletion. At this time no further information has been received from the field. No adverse effects to the patient were reported.